Event description:
It was reported that the cause of the low flow alarms was not identified. The patient remained asymptomatic and the alarms resolved naturally. The patient was placed under observation and was encouraged to drink water.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log files collectively contained data from 10:33:29 through 13:09:45 on (B)(6) 2021 and from 13:31:29 on (B)(6) 2021 through 17:09:12 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the files when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.2-2.4 lpm. These faults resulted in a total of 36 low flow hazard alarms, with the longest lasting over 3 minutes in duration. The remaining faults did not last long enough to activate audible hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09aug2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This document also addresses all pump parameters, including pump flow and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information later received stated that the low flow alarms occurred when the patient developed epistaxis. Although a specific cause for the low flow alarms could not be identified, the events were thought to be related. The epistaxis did not resolve with pressure; therefore, a medical electric scalpel was used at the otolaryngologic to stop the bleeding. Although the patient did not require a transfusion, the amount of blood lost was several hundred cubic centimeters (ccs). The patient remained asymptomatic during the events and the alarms reportedly resolved naturally. The patient was placed under observation and was encouraged to drink water.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log files collectively contained data from 10:33:29 through 13:09:45 on (B)(6) 2021 and from 13:31:29 on (B)(6) 2021 through 17:09:12 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the files when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.2-2.4 lpm. These faults resulted in a total of 36 low flow hazard alarms, with the longest lasting over 3 minutes in duration. The remaining faults did not last long enough to activate audible hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09aug2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This document also addresses all pump parameters, including pump flow and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for review and low flows were seen to have occurred on (B)(6) 2021. Several momentary low flow events had been recorded. Some of the events were brief and did not generate an alarm. There did not appear to be any type of mechanical circulatory support equipment issue causing the events. The patient was asymptomatic at that time. On (B)(6) 2021 the patient was experiencing additional low flow alarms. The patient was experiencing a lot of epistaxis at the time of the low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.